Event description:
It was reported that during an unknown procedure, the staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 05/05/2009. Information anticipated, but unavailable at this time.